Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-aug-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 06-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2020 the patient had a heart attack and after that the patient's left lead wasn't working and their right lead was in the middle which was causing sensations in their right legs. They met with medtronic representative for re-programming and have groups a,b, and c. For the past 1 1/2 months groups a and b cause the back of their calves to cramp up so they now use group c. For the past three weeks group c causes the patient to get "settings not available" when they attempt to increase their intensity. The caller was redirected to their medtronic representative. The patient said they don't have a specific health care provider but they go to the (B)(6)clinic.